Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that the device was not working as well as it did initially. The patient stated they were almost back to the point they were at before the implant. They mentioned that the device worked very well at first, especially during the trial, and after the permanent battery was implanted, it continued to work for a short time, but now it was less effective. The patient reported getting up every hour to urinate and experiencing residual symptoms again. They have increased the stimulation but have not seen any improvement. Additionally, the patient noted that they were now feeling the stimulation in a different location; previously, with both the trial and the permanent device, they felt the stimulation in their buttocks, but now they feel it in their vulva, specifically the right labia. The patient denied having fallen or hit the implant site. The agent reviewed with the patient that further adjustments may be needed to optimize therapy. The patient was redirected to their healthcare provider (hcp) to further address the issue and has an appointment scheduled for monday.